Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The patient stated that she was unable to give herself a bolus due to the act button being unresponsive. The patient was in the hospital at the time of the call because she wears a feeding tube, and it got infected, causing her blood glucose levels to elevate. Troubleshooting was performed, and found that the lock keypad feature was turned on, which is why the act button did not work. Assisted in turning the feature off. The act button worked properly after troubleshooting. Nothing further was reported.